Event description:
It was reported that pump malfunction occurred after pump got wet while customer was wearing it in a pool. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed with insulin injections via multiple daily injection (mdi). Customer did not require third party assistance. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Technical support arranged replacement pump.